Event description:
A customer from (B)(6) reported to biomérieux a discrepant result for a perianal cyst sample in association with the vitek® 2 compact 30. The vitek® 2 compact 30 identified the isolate four times as shigella sonnei (97%). However, the vitek® ms identified the isolate four times as escherichia coli (99.9%). The isolate was also tested with the vitek® 2 which gave both the shigella and e. Coli results (97%/94%). The isolate was sent to an external reference laboratory and was identified as escherichia coli. The isolate was cultured on two types of media for testing (mcconkey, columbia + sheep blood). The customer reported that the vitek® 2 compact densicheck, sterility test saline water, and the sterility brickman dispenser were checked for testing and the vitek® 2 optic system was checked and cleaned. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The test reports were requested from the customer. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a discrepant result for a perianal cyst sample. The vitek® 2 compact identified the isolate four times as shigella sonnei (97%). The vitek® ms instrument identified the isolate four times as escherichia coli (99.9%). The vitek® 2 instrument gave both the shigella and e. Coli results (97%/94%). The external reference laboratory result was escherichia coli. The customer submitted the strain for evaluation. An investigation was performed. The reproducibility testing on vitek® 2gn cards (customer lot 241390140 called cl + random lot 241398620 called rl) gives: cba medium : low discrimination between e.coli and s. Sonnei on both lots. From mck medium : excellent identification to s. Sonnei on both lots. The results of alternative methods (api 50che strip, mobility and agglutination test) are in favor of e.coli. The customer 's misidentification was duplicated from mck medium only. [?] The investigation concluded the submitted strain has an atypical biochemical profile. It is noted that escherichia coli is closely related to shigella. Any identification of shigella should be confirmed with another method such as serology. The gn lab report prints the analysis message "confirm by serological tests" for any identification of shigella.